Event description:
On (B)(6): customer reports during stent placement procedure (patient gender and age not provided), when they tried to lower the table, it would not lower. Physician had to complete the stent placement procedure standing on a step stool. No reported injury.

Manufacturer narrative:
Field service engineer confirmed table would not lower with handswitch or the footswitch. Fse troubleshot and corrected problem with a table height parameters calibration. When completed, the system tested good in accordance with system install and service manual. Fse check for proper operation per service checklist and customer returned the system to full service.